Manufacturer narrative:
(B)(4) .

Event description:
Information received from the patient reported that they had a patient involving overstimulation from their implantable neurostimulator (ins) following a reset issue. On follow up, the representative reported that they went to the emergency room (ER) to see the patient to turn the stimulation. The issue occurred 2-3 years ago. No further information was able to be obtained. If additional information is received, a follow-up report will be sent.